Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. Low flow hazards events and an increase in pump power were confirmed based on review of the submitted system controller log file. A specific cause for the change in pump parameters, and a direct correlation between pump and the reported event, could not conclusively be established through this evaluation. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The heartmate ii lvas instructions for use (IFU) explains that physiological factors that affect the filling of the pump, such as hypovolemia, can result in reduced pump flows as long as the condition persists. This document also states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling a review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 20 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted after a syncopal episode. The patient's lactate dehydrogenase (ldh) level had increased, and there was concern for thrombosis. The system controller log file review showed multiple low flow hazards. The pump parameters also showed an increase in power over the recorded time period. No further information was provided.